Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl. The customer reported administering a manual injection and used the pump to address the high bg level. The customer reported that the cause of the high bg was not known, however the customer stated that their blood glucose levels would fluctuate due to a brittle diabetic. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.